Manufacturer narrative:
Combination product: yes the returned device was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the balloon is well folded and shows no signs of inflation. The stent is slightly deformed at both ends, i.e. Few stent struts are bent outwards. Outside of the deformed zone the crimped diameter of the stent still complies with the specification. Review of the production documentation for the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined. It should be noted that the IFU advices the user to stent the distal lesion first when treating multiple lesions.

Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro drug-eluting stent system was selected for treatment of a moderately calcified lesion (80 percent stenosis degree) in a moderately tortuous rca. Despite pre-dilatation the device was not able to pass the lesion. Another stent was used to proceed with the intervention.